Event description:
The patient presented to the emergency department with left-sided chest pressure, and was sweaty, nauseated and light-headed. The patient required monitoring. An emergency department technician reported the failure of a multi-measurement server (mms) after the unit would not inflate the blood pressure cuff over 130 mmhg. Staff tried two new hoses, coupler, and bp cuff (blue-dark) with no change. The motor pump kept running. A mms "box" was obtained from another ed room and the new unit functioned properly. The patient's condition was not affected with the delay in monitoring. The defective mms was brought to the biomedical engineering department for service. Findings: found a bad nbp pump, which was then replaced. Passed testing and was placed back in service. Last preventative maintenance (pm) was may 2012. (Pm is two year interval per manufacturer's recommendation).